Manufacturer narrative:
H10: device evaluation: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Device evaluation: the device was returned with all labels intact. No physical damaged was found on the device. As a result of checking the log, it confirmed that most recently, there was a record of repeated power on/off, presumably caused by a cassette recognition failure. A function test was performed; the reported device issue could not be replicated/confirmed. The cause of the reported problem is a possible downstream sensor or cassette product. The root cause is unknown. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The device passed all functional/delivery tests. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. There was no patient injury.